Event description:
The device was used during a laparoscopic gastric bypass. Reportedly, the staples were missing and the device did not cut. The surgeon performed a laparotomy to complete the procedure. The hospital has reported the pt's condition is satisfactory.